Manufacturer narrative:
Age: born in (B)(6). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the koyle diaper urethral stent was used for a hypospadias procedure, but it was blocked and could not be flushed. There were no injuries or additional procedures reported.